Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose was 500 mg/dl. The patient felt uneasiness as a symptom of their high blood glucose. The customer treated via insulin pump bolus. During troubleshooting the drive support cap appeared normal. The customer declined to check for site, set, or reservoir issues. The customer did not review their settings or perform the high pressure test as well. The insulin pump was not returned for analysis.